Manufacturer narrative:
A review of manufacturing records verified that the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore is currently analyzing medical images received. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, the course of the procedure was unremarkable and the patient was discharged with double antiplatelet therapy. On (B)(6) 2026, follow-up transthoracic echocardiogram (tte) imaging found the device was positioned ideally and no residual shunt was observed. However, it was noted that there was filamentous thrombotic formation floating in the left atrium that had also aggregated on the left disc pin. Since the thrombus formation was confirmed by supplementary transesophageal echocardiography (tee) imaging, the decision was made to continue with double antiplatelet therapy and heparin treatment was additionally started. Another follow-up visit was reportedly scheduled for (B)(6) 2026.